Event description:
It was reported that guidewire breakage occurred. A 180x25cm fathom? -16 guidewire was selected for use. During the procedure, the wire was torn approximately 5 to 7 inches from the tip midway through the case. The procedure was completed using with a different device. There were no patient complications as a result of this event.